Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04479. It was reported the pt had gained weight, and was unable to charge her ipg. In addition, it was reported the pt's anchor was superficial, and was causing the pt discomfort. The physician repositioned the anchor, and repositioned the ipg during the same procedure. F/u identified the surgical intervention corrected the charging issue with the ipg, and relieved the discomfort with the anchor.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.